Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's lower lip was burned by the head of the handpiece.

Manufacturer narrative:
While working on the tooth# 12, the pt's lower lip was burned. The burn area was the size of handpiece head. The pt was given some medicated vaseline. The injury does heal well. During product eval, low debris level was found in the handpiece. The bearings were gritty. The grinding bearings lead to heat up the head of the handpiece. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).